Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert due to high out-of-range pace impedance measurements greater than 3,000 ohms in april 2022, and the lead was programmed lv tip to lv ring. The lead was now programmed lv tip to can. Ts discussed possible lv fracture. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert due to high out-of-range pace impedance measurements greater than 3,000 ohms in april 2022, and the lead was programmed lv tip to lv ring. The lead was now programmed lv tip to can. Ts discussed possible lv fracture. This crt-d system remains in service. No adverse patient effects were reported. Additional information received reported that lead fracture was not confirmed via x-ray for this left ventricular (lv) lead and tip to ring sensing was normal. No noise was detected on the lead. This lv lead remains in service, and there were no planned interventions. The clinic will leave the lv lead programmed lv tip to can at this time. No adverse patient effects were reported.